Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the device was dropped into the pool. Device started to vibrate with a red light flashing. Device had a blank display. Customer's blood glucose was 10.6 mmol/l. Customer was advised to discontinue use of the device and revert to a back-up plan per health care professionals' instructions. Customer was advised that the insulin pump will be replaced. Customer agreed to return the device for analysis.

Manufacturer narrative:
The pump failed the leak test. The pump leaked at a crack at the back of the case at the battery tube area and the battery tube threads. The pump was received with a blank display due to a corroded electronic assembly. Traces of corrosion were found at the motor assembly and battery tube. The pump was received with a cracked case on the back at the battery tube area and battery tube threads. The pump was received with a cracked keypad overlay at the select button. The pump was received with minor scratches on the lcd window, case and keypad overlay.